Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 1627487-2020-00828. It was reported that the patient's scs trial surgery on (B)(6) 2020 was aborted because the leads could not be placed in the correct location.